Event description:
It was reported that a patient pointed out a leaking at the ostium of the patient's catheter, this catheter had been in the patient since (B)(6) 2025, 2 months and at first without any intercurrence. Patient uses a walker and a few days ago began treatment in a hyperbaric chamber. I went to the client and carried out the tests with sterile methylene blue to identify whether the leak was in fact from the catheter, at first there was leaking at the ostium, the doctor asked to remove the catheter as he was still in doubt as to whether or not it was from the catheter. After the catheter was removed, we tested the catheter with methylene blue and found no leaking from the catheter. The ostium of the access puncture showed reflux of the infused drug, as it was not possible to guarantee that the device was working, a new puncture was necessary, exposing the patient to more procedures.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental report will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of infusate exiting from the catheter insertion site was confirmed; however, the root cause was not identified. The product returned for evaluation was one 5fr dual lumen powerpicc catheter. Usage residues were observed throughout the sample. Blue dye was visible on much of the catheter shaft. Microscopic inspection of the sample did not reveal any damage or other evidence of leakage. Attempts to infuse and aspirate water through the sample using a 12ml syringe revealed both lumens to be patent to both with no observed leaks. No leaks were observed during pressurization of the sample. Also received were two segments of digital video which appeared to depict the complaint sample. Both videos depicted the device in situ. Approximately 2cm of catheter shaft remained outside of the patient. Flushing of the indwelling catheter was performed and infusate was visible, apparently coming from the insertion site. No device issues were discovered during evaluation that would cause the infusate to exit the needle insertion site, as demonstrated in the supplied videos. Encapsulation of the indwelling catheter by fibrous tissue may create a fluid path directing infusate back to the catheter insertion site, giving the appearance of leakage/catheter damage.